Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a leak from an unspecified location was reported and is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. During the troubleshooting, it was determined that there was a leak; however, the location of the leak could not be determined. Solution was noted on the table below the homechoice device. The technical service representative assisted with clearing the alarm and advised the patient to either start over with new supplies or finish therapy manually. There was no patient injury or medical intervention associated with this event. No additional information is available.